Event description:
Lead was explanted due to high threshold and high impedance. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
18-apr-2023 additional information states there was no capture at maximal output. Upon receipt, the lead under complaint was found cut 38 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. The analysis showed that the rv shock coil and lead tip including fixation helix were found covered in fibrotic growth, which is assumed to be the root cause of the observed electrical issues. Furthermore, the rv shock coil was found deformed, the deformation most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.